Manufacturer narrative:
Results evaluations: we are anticipating the return of the device involved with this event. Upon receipt of sample, and completed investigation, a follow up report will be submitted.